Event description:
On january 24, 2022, the lay user/patient¿s daughter contacted lifescan (lfs) canada, alleging that the patient¿s onetouch verio reflect meter displayed an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the error message appeared on the morning of (B)(6) 2022. The patient manages her diabetes with a combination of oral medication (1 pill of gliclazide and 1000 mg metformin). The reporter denied the patient making any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the error message appearing. The reporter claimed that on (B)(6) 2022 at 8:00 pm, the patient became ¿really thirsty, her tongue was really sick, she had a lot of fatigue and she felt like she was swaying like the bottom was falling out¿; symptoms she associated with a high blood glucose level, after searching the symptoms online. The reporter claimed she gave the patient water and advice to do some exercise, as treatment for the symptoms. No other device was used for testing. The reporter informed the cca that the patient had lost a lot of weight recently which she stated could also be a factor in the event. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct test strips were being used and were in good condition. The cca was unable to walk through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose due to the reported issue. The subject meter could not be ruled out as a contributor to the event.